Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process of the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged to replace the pump, and the customer will use a backup insulin pump in the meantime. The customer was guided on returning the problematic pump and acknowledged all instructions.